Manufacturer narrative:
The steris service technician inspected the unit and found that the water was leaking from the pump and flow control on the sterilizer's generator. The technician replaced the pump and flow control, ran a dart test and no leaks were noted. The unit was found to be operating properly and was returned to service.

Event description:
The user facility reported that water was leaking from their 20¿ century sterilizer. No injuries or procedural delays/cancellations were reported.